Event description:
No report of pt harm or injury related to this event. Immediately following an upgrade, the customer reported that when using third party dictation worklist to query for images in isite pacs, incorrect images sometimes returned.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Customer is a multiple organization (multi-org) configuration using one archive. Their dictation system queries the archive for exams based only on exam accession (acc) number. Acc numbers are unique within a given organization for a given exam, but the same acc number may be used in another organization. If the user queries by acc number from within the isite pacs application, isite pacs also provides and org ID to the archive, so that the correct exam is returned. In this case, the site was querying from within their dictation system for an exam using only the acc number. If multiple exams exist with the acc number, the dictation system is opening the first exam returned. Work around provided to customer, instructed to query for exams from within isite pacs application. Health risk assessment indicated this is highly detectable: returned exam is of different type than the report/dictation worklist indicates, i.e. Report references us, but returned exam is CT. Report/worklist and returned exam show obvious mismatch. Pt demographic info in the report/worklist and the exam do not match. Dictation system query being changed to include mrn and acc#.